Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. This device is included in the medical device field correction notification, "visualase cooled laser applicator system (vclas)" (april 2016). The revised instructions for use (IFU) were also provided with the notification. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a laser induced thermal therapy, the explant of the laser would not slide through the bone anchor, resulting in the bone anchor needing to be unscrewed. It was discovered that the tip of the catheter had melted and flattened out. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.